Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k082590.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultraping meter had a line through the display. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that the alleged issue occurred on (B)(6) 2012, between 2:00-3:00pm. The reporter stated that the patient manages her diabetes with the insulin pump and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. Approximately two hours after the alleged issue occurred, the patient developed "symptoms of feeling high" but denied receiving any medical treatment. During troubleshooting, the cca determined that there was any evidence of misuse. Replacement products were sent to the patient. Despite repeated attempts, the reporter/patient could not be contacted for further information. This complaint is being reported because although the reporter denied that the patient received any medical treatment, the reporter claimed that the alleged issue prevented the patient from testing subsequently, caused the patient to develop symptoms suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.